Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient who underwent a scapho-lunate ligament repair surgery in the wrist on (B)(6) 2018 developed in (B)(6) 2019 pain in the left wrist. A biopsy was performed and a foreign body reaction, probably caused by the suture which is attached to the anchor, was identified. It was further reported that lytic areas (holes) have been formed at the site of the inserted anchor which may lead to an arthritis in the future. Update 07-oct-2020: further information was provided that the pain was found on (B)(6) 2019 and that the initial surgery was also performed by the same surgeon. A follow up surgery was performed on (B)(6) 2019. The surgeon removed the suture material and the remaining fragments of the anchor. An biopsy was done and the samples were sent to histology and showed that the patient had a tissue reaction to some foreign material. The reaction was most likely caused by the fiberwire suture as traces of the suture material were found in the macrophages. The patient had to visit the hospital and some stiffness in the wrist on flexion/extension remained but pain was gone and the patient has been discharged.